Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that a patient came in for one day postop from photorefractive keratectomy (prk) enhancement os. The patient was noted to have tissue erosion and the topical steroid eye drops were increased. Additional information provided states that the patient had their primary lasik procedure done many years ago and due to still being nearsighted, the patient had an enhancement done three months post lasik. The patient recently had a hyperopic shift and underwent prk enhancement in the left eye. In follow up, the patient was noted have a corneal erosion. The previously prescribed topical steroid eye drops were increased. The patients symptoms have since cleared and the cornea is clear but there is no improvement in vision.

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).